Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6f terumo, 8f terumo; stent: 8.0 x 29 mm omni elite vascular. Evaluation summary: visual inspection was performed on the returned device. Only the stent implant was returned dislodged from the delivery system. The stent dislodgment was likely due to anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other similar incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified 90% stenosed left common iliac artery. Following the successful deployment of an 8.0 x 29 mm omni elite vascular stent the physician decided to deploy another 8.0 x 29 mm otw omni elite vascular stent proximally. The omni elite vascular stent delivery system (sds) was advanced to the lesion and during deployment the stent implant dislodged from the balloon. The sds was removed from the anatomy. The 6f non-abbott introducer sheath was replaced with an 8f non-abbott introducer sheath and a snare device was used to retrieve the stent implant. The procedure was stopped at that point and they had to hold additional pressure on the access site to stop the bleeding. No additional information was provided.